Event description:
The complaint is reported as: the PICC was inserted on (B)(6) 2021. On (B)(6) 2021, when the PICC was flushed, saline squirted out the side of the extension line of the white lumen. No patient injury or complication was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. After the proximal lumen failed functional testing, the line was microscopically examined. A small slit was detected in the line. The slit was smooth and uniform, which is damage consistent with coming into contact with a sharp object (scissors, scalpel, etc.). A small indentation was also observed above the slit; however , the indentation did not cause a leak. The slide clamp was microscopically examined, and no burrs or abnormalities were detected. The proximal lumen contained one small slit 26 mm from the proximal end of the juncture hub. The outer diameter of the proximal lumen measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the proximal lumen measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured to be 16.6" which is within specifications of 16.531-16.781" per product drawing. The catheter was initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen as pressurized using a syringe. When the proximal lumen was pressurized, water leaked from a small slit in the line. A manual tug test confirmed all lumens were fully secured within their respective luer hubs. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. A small slit was detected in the proximal line. The slit was smooth and uniform, which is damage consistent with coming into contact with a sharp object (scissors, scalpel, etc.). The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the PICC was inserted on (B)(6) 2021. On (B)(6) 2021, when the PICC was flushed, saline squirted out the side of the extension line of the white lumen. No patient injury or complication was reported. The patient's condition is reported as fine.